Manufacturer narrative:
Lens was returned in liquid in vial. Visual inspection found haptic torn; torn haptic piece missing. (B)(4).

Manufacturer narrative:
Device name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Word order search: no similar complaint type events were reported for units within the same lot. Device evaluation: lens was returned in vial, in liquid. Visual inspection found haptic torn. Patient code: (B)(4) secondary surgical intervention, explant. (B)(4).

Event description:
The reporter indicated of a cc4204a, +21.0 diopter, intraocular lens to be irregular. It was reported that there was patient contact but no paitent injury. The reporter was unable to provide additional information on the event.

Manufacturer narrative:
(B)(4).